Event description:
Additional event information received: the patient underwent total hip arthroplasty in the hospital due to "femoral head necrosis" on (B)(6) 2026. During the surgery, (B)(6) was implanted. During the knocking and impaction after the liner was placed, the liner was broken near the central part. The surgeon immediately removed it. After confirming that there were no residual fragments, a new liner (specific code unknown) was replaced to complete the surgery. During this period, the surgery time was extended by about 10 minutes. This event caused no other harm to the patient except for the prolonged surgery time. The patient has been successfully discharged, and no subsequent adverse event reports have been received.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, the liner was broken, all the fragments were removed from the patient. Another device was used to complete the surgery. The surgery was delayed about 10 minutes. The patient is currently stable.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.